Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The clip delivery system referenced in event is filed under a separate medwatch report number.na.

Event description:
This is filed to report thrombus requiring intervention. It was reported that this was an off label mitraclip procedure to treat functional tricuspid regurgitation (tr) with a grade of 4. One clip delivery system (cds) was advanced into the right atrium where clotting was noted on the tip of the cds. The cds was retraced into the steerable guide catheter (sgc) and removed. However, significant clotting was noted inside the sgc, and aspiration was performed before removing the sgc. Both the sgc and cds were replaced. Two clips were implanted reducing the tr to a grade of <1. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported thrombosis was unable to be determined. It should be noted that the mitraclip system instructions for use (IFU), states under the indication for use section that ¿the mitraclip g4 system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation. The reported off-label use was associated with the use of the mitraclip device on the tricuspid valve. It was determined that using the mitraclip on the tricuspid valve did not contribute to the reported issue. The reported patient effect of thrombosis, as listed in the mitraclip system IFU is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.h6: medical device problem code 2993 removed.